Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed and the lens having foreign material on lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2015. There was a lens tear during injection/delivery into the patient's right eye. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged with a shorter lens and the problem was resolved.